Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cover on the 1.2 micron inline filter came off the filter on two (2) clearlink solution sets. This was identified while in use for patient infusions. There was no patient injury or medical intervention associated with this event. No additional information is available.